Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for left side. The device was explanted.

Event description:
Healthcare professional reported rupture. This record is for left side. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flow opening. As per the investigation procedure wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.